Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with an unk mesh product on an unk date to treat stress urinary incontinence. It was reported that the plaintiff suffered injuries including infections, mental anguish, discharge, significant mental and physical pain and suffering, permanent injury, and multiple corrective surgeries.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.